Manufacturer narrative:
The software investigation of the software logs provided no additional information regarding the initial cause of the reported complaint.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the application software reverted to the previous prompt in the software. The reported issue occurred when the curved section was placed into the navigation system field of view for verification. The registration was subsequently lost and re-registration had to occur. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.